Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator and chronic right ventricular defibrillation lead demonstrated high pacing impedance measurements (>2000 ohms). No ventricular pacing was observed, even with pacing parameters of 7.5 v at 1.0 ms. It was reported that the measurements at implant were: 1800 ohms, r wave - 8 mv, and a pacing threshold of 0.6 v at 0.5 ms. During a follow-up appointment three months later, a warning message indicated that abnormal impedance measurements were present two days after the implant. It was further noted that programmer print-outs would be faxed for review.